Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. H10 - associated products: oxf twin-peg cmntd fem md PMA; item# 161469; lot# 679380. Oxf uni tib tray sz e rm PMA; item# 154727; lot# 134950. Visual examination of the returned product identified lot number matches the complaint. Dents and dings noticed on the part. No other damage noticed on the part. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Following entry into the joint capsule an anteriorly displaced mobile bearing was noted, otherwise the implant surfaces were clean without defect. Poly revision due to dislocation following fall from unknown cause. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated products: unknown femoral component; item# unknown; lot# unknown. Unknown tibial component; item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that three years post implantation, the patient underwent a knee revision surgery due to bearing dislocation after a traumatic fall. The bearing was revised without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.